Event description:
Reportability changed based on product analysis completed in 2008. It was reported that during a percutaneous coronary interventional procedure, resistance between the burr and the guide wire was noted. The lesion being treated was located in the left circumflex artery. During preparation, resistance was noted while loading the burr on the floppy rtw guide wire, however, the physician was able to load the burr on the guide wire with force. During the ablation attempt, the burr would not rotate properly due to resistance. Following an unsuccessful attempt with another guide wire, the system was exchanged and the procedure was completed successfully. Patient status was reported as 'good'. Product analysis found an unknown foreign matter on the guide wire.

Manufacturer narrative:
The returned guide wire was inspected under magnification and an unknown compound was found at approximately 41.0 cm from the distal tip. A sample of the unknown material was submitted for fourier transform infrared spectroscopy (ftir) analysis. The ftir analysis identified the sample as "type of poly (acrylic ester co-acryllamide- co-acrylonitrile) with an 83.4 % match. This compound is not used in the manufacturing process. The polymer found can interfere with the functionality of the guide wire by getting stuck in the burr or present difficulties inserting the guide wire in the burr's lumen. It can not be determined where the foreign material came from. It was reported that the wire's coating was compromised at mid-section; however, the rotawire posses no adhered permanent coating. A lube is applied throughout the uncoated wire; with the exception of the spring tip, which has no lube added to it. The lube can not be verified after the unit has been used and decontaminated. The guidewire was inspected throughout its length and no other anomalies were found. The device history record was reviewed and no issues or discrepancies were found that could have contributed or affected the functionality of the device. The root cause is undeterminable.